Event description:
In 2009, customer reports no fluoro or table movement during a retrograde cystogram on a female. No reports of injury.

Manufacturer narrative:
Pending manufacturing investigation: upon receipt of the investigation report, a medwatch 3500a supplemental report will be submitted.